Event description:
On (B)(6) 2015, the customer contacted bio-rad laboratories technical services to report an issue of discrepant results with multispot hiv-1/hiv-2 rapid test occurred on (B)(6) 2015. The customer received a (B)(6) result using abbot architect with an index of 34. The customer ran multispot using cartridge number 6891 and obtained a (B)(6) result. The procedural spot was present but the (B)(6). The customer repeated the testing using a new box from the same lot of multispot hiv-1/hiv-2 rapid test from the earlier testing. The sample was (B)(6) on both (B)(6) on the second run of multispot hiv-1/hiv-2 rapid test. Before using the new box, the customer ran qc with known (B)(6) and obtained the expected results. The cartridge number in the new kit that was used for the sample was 0954. The customer stated that they had initially reported the sample as (B)(6) but after repeating the assay they sent a corrected report for the (B)(6) results. The nat results for the sample were (B)(6). The customer questioned the initial result due to the high index value on the abbot architect assay. The customer had two other patient samples that had a high index value on abbot architect and were (B)(6) on multispot hiv-1/hiv-2 rapid test. When those two samples were assayed using the new box the results confirmed that they were (B)(6). The patient sample mentioned first was the only (B)(6) result. Bio-rad technical services requested the customer to send a sample aliquot for further testing. On (B)(6) 2015, bio-rad laboratories technical services asked the customer if there were any remaining components from the first box. The customer responded that all of the contents of the kits had been depleted. They informed the customer that bio-rad product support obtained (B)(6) results on multispot hiv-1/hiv-2 rapid test on the sample that was provided. The root cause of the issue is unknown. The contents of the kit were depleted, so additional testing could not be completed. This does not appear to be a kit performance issue, since the procedural spot was adequately colored upon review of the (B)(6) result image by bio-rad product support. This MDR is being filed since a (B)(6) result was reported to a patient. The time lapse between the initial (B)(6) result was four days.